Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen at an unknown dose and concentration via a pump implanted for intractable spasticity and spinal cord injury/disease. It was reported that the patient's pump therapy worked well in the beginning, but then the patient had all kinds of problems with the catheter moving and kinking up. The patient's previous catheter had been replaced due to moving and kinking as well. (See manufacturer report # 3004209178-2013-11950 for the previous catheter event.) The patient did not want a third surgery, so the neurologist decided to use deep brain stimulation instead of the pump. The pump was removed in 2014. The pump system did not work out for the patient. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.